Manufacturer narrative:
The intuitive surgical, inc. (Isi) field service engineer (fse) found error 31009 on universal surgical manipulator (usm) 2 with no instrument recognition possible. Only two leds on the carriage were blinking amber. Isi received usm 2 for failure analysis investigation. The unit was analyzed and in the log, the 25930 error was found indicating faults on the carriage axis 4 and 6, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 25930 error was triggered indicating fault on the carriage 4 and 6 axis, replicating the reported event. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where it passed. Once testing was completed, the instrument sterile adapter (isa) printed circuit assembly (pca) was tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. A device history record (DHR) review for the product involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause of this reported event is attributed to contaminated searchlight sensor issues with the usm isa pca.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, the scope was not recognized on universal surgical manipulator (usm) 2 and it was yellow. Prior to calling technical support nurse explained that they have re-drapeed and reinstalled scope on usm 2, but issue persisted. Technical support engineer (tse) checked live logs and found error 31009 pointing to an instrument sensor missing. Tse advised nurse to inspect instrument carriage and presence pins, to reinstall the sterile adapter (sa) and make sure all disks were spinning properly, and no drape was stuck between sa and carriage and to replace the drape, but issue remained. Tse guided her to restart the system and system came up as expected, but as soon they tried to install the drape, error appeared. Nurse stated that surgeon could continue with the surgery without using usm 2, as surgery was almost at the end. The caller agreed to have a callback for more troubleshooting. Tse checked the system via artemis and saw that the surgery was finished. Tse called the customer back and guided to perform a system restart including emergency power off (epo), but issue persisted. Carriage and presence pins seemed to be ok. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.